Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Pairing test was performed and failed. No data was reviewed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).